Event description:
An opthamologist reported that a patient is experiencing unexpected postoperative refraction. The intraocular lens remains implanted. The surgeon stated that the calculation of the axial length may have been too short.